Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and potassium (k) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The sample was repeated and the customer believed the result was incorrect. The customer provided data for one (1) patient sample.

Manufacturer narrative:
A beckman field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse examined the sample dispensing system, probes, tubing and syringes. The fse replaced the sample probe and performed a prime and calibration. All verification checks were within specifications. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).